Event description:
Allegations of hardening and tenderness of implants, right shoulder pain with limitation of motion, arthralgias involving the neck, hands and feet, bilateral paresthesias of the hands, acneiform facial rash, increased fatigue, recurrent bronchitis, occasional episodes of conjunctivitis and rare uti's, muscle discomfort in the right breast and upper arm, possible rupture.